Manufacturer narrative:
The device passed the basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No delivery or motor error alarms were noted. The motor was tested outside the device and passed. The device was received with intermittent buttons due to corroded keypad traces. The unit was received with scratched lcd window.

Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading fifteen minutes before calling was 131mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The displacement test was completed and the test did not pass. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.